Manufacturer narrative:
Confidential: manufacturer: (B)(4). Type of reportable event: this report did not involve a death, serious injury or product malfunction. A selection in this area was required so serious injury was selected. Instructions for use contain the following information: warning! Extremely flammable caution, see instructions for use instructions for use state the following: warning: cavilon no sting barrier film is extremely flammable until it has completely dried on the skin. Cavilon no sting barrier film should only be applied when no ignition sources or heat-producing devices are in use. Instructions for use in a surgical setting: refer to the warnings section of this information. When used in a surgical environment, use of cavilon no sting barrier film should be discussed during the "time out" period for verification of surgical procedure and site. The customer reported the facility followed- up with complete product and fire safety/ prevention training for staff and surgeons.

Event description:
A nurse reported 3345 cavilon no sting barrier film was applied in the operating room to a patient's wound edge following a debridement procedure. A surgeon ignited a bovie cautery before the product was allowed to dry and a flash fire/burn occurred. The patient was monitored closely following the incident and did not experience a burn or any other adverse consequence. No additional medical treatment was required.